Manufacturer narrative:
The catalog code provided (unk-pta catheters), represents an unknown saber pta catheter. The catalog and lot numbers for the actual product used in the procedure are unknown. The device will be sent for analysis; however, the device has not yet been received. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported having a saber a balloon rupture and tear off. The piece had to be surgically removed.